Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was caught in the loader, so the loading was not performed properly, and only the delivery device handle came off. The product was judged to be defective, so a new product was used and the surgery was successfully completed. The patient's condition is normal. There was a delay of about 7-10 minutes.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). The device was returned to the factory for evaluation on 03/24/2025. An investigation was conducted on 04/01/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on, which allows the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196inches, the outer diameter was measured at 0.217 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based upon the received condition of the device, as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000443538 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.